Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00643. It was reported the diagnostics indicated high impedances on one lead. Surgical intervention was undertaken wherein it was found out that there was a significant fracture in the center of the lead and another kink towards the end of the lead where it connects to the header of the ipg. Hence, the lead was explanted and replaced. This addressed the issue. Patient denies any falls or trauma. It is unknown which lead had fractured and was explanted, therefore both leads are being reported.